Manufacturer narrative:
This device (lot 13208435) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a female, but other information regarding the medical history was not available. The target lesion was at the distal end of the mid left anterior descending (lad). The lesion was de novo, moderately calcified and moderately tortuous. A 2.4x30mm taxus stent was implanted at the lesion a week ago. The procedure details of the taxus implant were all unknown. There was 90% stenosis. The procedure was emergent case due to acute myocardial infarction. Femoral approach was chosen for the procedure. A balance guidewire was crossed to the target lesion. Pre-dilation was conducted with a 2.5x15mm avion balloon. After a 3.0x28mm cypher stent was going through the taxus stent, the stent became stuck in the implanted taxus and would not move at all. Physician tried to deliver the sds to the target lesion, but the cypher stent dislodged in the vessel. Therefore, the physician removed the stent using by a gooseneck snare and found that the taxus stent was also removed from the patient along with the cypher stent. After that, two guidewires were used and a 3.0x23mm cypher was implanted in the mid lad and a 3.0x28mm taxus stent was implanted at the proximal to mid lad. The procedure was safely finished.